Manufacturer narrative:
The event is a known potential adverse event addressed in the product labeling. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a xen®45 gts "slider did not operate properly" during implantation in right eye. Surgery was completed with backup device. No eye injury reported.

Manufacturer narrative:
Device analysis: a visual evaluation of the xen injector was performed. No damage was observed. A functionality test was performed. During the functionality test, smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed, which meets the expected result. Slider resistance is not verified since smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed during the functionality test. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported a xen®45 gts "slider did not operate properly" during implantation in right eye. Surgery was completed with backup device. No eye injury reported.